Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. As the reported issue was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. The reported event may be associated with a difficult vessel anatomy. Rough handling of the device during shipping or preparation may be another contributing factor to the reported event. On the basis of the limited information available and as no sample or image was returned, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." In addition, the IFU indicates that the device is only compatible with a 0.035" (0.89 mm) guide wire. The reported application represents an off-label use of the device. The IFU indicates that the e-luminexx vascular stent is intended for use in the iliac and femoral arteries.

Event description:
It was reported that after successful deployment of the vascular stent for treatment of a biliary stenosis, upon removal of the delivery system from the patient the tip of the delivery system detached. Reportedly, some resistance was felt during stent deployment but there were no difficulties in advancing the system to the target site. The disposition of the tip is unknown. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the tip of the delivery system detached after successful deployment and retraction of the vascular stent in a biliary stenosis. Reportedly, little resistance was felt during deployment. The delivery system was flushed prior to use and there were no difficulties during advancing to the target lesion. As reported, the disposition of the tip is unknown. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported event could not be confirmed. Neither a detachment of a component as described by the customer nor a breakage of the distal end of the inner catheter could not be identified. The tip of the inner catheter of the stent delivery system was found to have met its specifications. As reported, the stent was implanted successfully. The reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. As the reported event was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. It was reported by the customer that the tip of the delivery system detached during withdrawal of the delivery system from the patient which could not be confirmed during evaluation of the returned device and the tip of the inner catheter of the delivery system was found to have met the specifications. As per specification, the inner catheter of the e-luminexx vascular stent delivery system is designed without a cone at the distal end. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU and labeling supplied with this product sufficiently describes the device by stating: "the delivery system has a soft and flexible catheter tip (d) formed from the outer catheter. The catheter tip is tapered to accommodate a 0.035" (0.89 mm) guide wire." The reported application represents an off-label use of the device. The IFU indicates that the e-luminexx vascular stent is intended for use in the iliac and femoral arteries. Updated data due to receipt of sample. Updated 'eval code & desc - conclusion3' due to sample receipt. Updated 'additional event information' due to receipt of sample.

Event description:
It was reported that after successful deployment of the vascular stent for treatment of a biliary stenosis, upon removal of the delivery system from the patient the tip of the delivery system detached. Reportedly, some resistance was felt during stent deployment but there were no difficulties in advancing the system to the target site. The disposition of the tip is unknown. There was no reported patient injury.